Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers: 3006705815-2020-31972, 3006705815-2020-31975. It was reported that the patient was experiencing ineffective therapy. One of the patient's scs leads had measured high impedance on all contacts and partial pain was achieved by reprogramming using the patient's other scs lead, however the patient's physician decided to explant the scs system because it was not effectively addressing the patient's pain pattern. Surgical intervention was successful in removing the patient's scs system.